Event description:
It was reported that a stent fracture occurred. A non-bsc guide wire was used to access the left circumflex (lcx) artery and the vessel was pre-dilated with a 2.0x15mm non-bsc balloon catheter. A 2.5x16mm omega bare metal stent was deployed in the mid lcx and then a 2.5x32mm taxus¿ element¿ drug-eluting stent was deployed in the proximal lcx. It was reported that the 2.5x32mm taxus¿ element¿ seemed fractured. A 2.75x28mm taxus¿ element¿ drug-eluting stent was successfully deployed overlapping the fractured 2.5x32mm taxus¿ element¿ for treatment. The procedure was completed. No further patient complications were reported and the patient is in stable condition.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).